Manufacturer narrative:
The glidescope core 15-inch fhd monitor used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the monitor but was unable to confirm the reported issue. The tsr tested the customer's monitor with verathon's test cables, blades, video baton, and bronchoscope. The tsr tried rapidly detaching and reattaching the test devices, wiggling the connections, swapping ports with each device, and power-cycling the monitor with the test devices attached. No pixelation or image dropping was observed. Upon visual inspection, no damage was observed to connectors, printed circuit board assemblies (pcbas), or any other components. The monitor passed verathon's device functionality testing and was confirmed to be within specification. Neither the cable nor the bronchoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported attempting to perform a bedside bronchoscopy with a bflex 2 large 5.8 single-use bronchoscope. The bronchoscope was plugged in to a glidescope core 15-inch fhd monitor and then the screen became pixelated and then shut off. No delay in the procedure, use of a backup device, or harm to the patient was reported.